Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (objective lens broken).

Manufacturer narrative:
We checked the returned unit and confirmed that the objective lens was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective lens. In addition, we confirmed that the side body cover broken, the operation channel buckled, the light guide cable buckled, the segment crushed, the bending rubber leakage, the remote control buttons cut, and the insertion flexible tube (ift) worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.